Event description:
Rn hanging leucovorin, attached secondary tubing (from the pharmacy) to the clave on the primary line. As soon as rn pushed start on the plum pump, fluid started leaking from around the spinning spiros on the secondary line. Rn closed the clamps on the secondary line and turned off the pump. Pharmacist, [redacted] was informed and back was returned to the pharmacy. Pharmacy changed out the secondary tubing and returned the bag. Bag did not have to be remade or wasted. Manufacturer response for cl3011 ICU medical secondary tubing, ICU medical cl 3011 (per site reporter).